Manufacturer narrative:
It was confirmed that there was no defect with the stretcher. The user facility reported that there was a space constraint so instead of standing behind the stretcher, the caregiver stood off to the side and attempted to raise the fowler one handed at an ergonomically unsafe position when the patient on the stretcher shifted their weight and the caregiver could not support the fowler. The operators manual for this device cautions the user to, "use caution when raising the fowler while a patient is on the stretcher. Use proper lifting techniques and get additional assistance, if necessary. Failure to use proper lifting techniques could cause injury to the operator."

Event description:
It was alleged that a caregiver was injured while raising the fowler. While the caregiver was raising the fowler, the patient shifted weight, making the fowler go backwards. This allegedly resulted in a shoulder injury to the caregiver. Further information regarding the user injury was not provided. The patient was not injured during this event.

Event description:
It was alleged that a caregiver was injured while raising the fowler. While the caregiver was raising the fowler, the patient shifted weight, making the fowler go backwards. This allegedly resulted in a shoulder injury to the caregiver. Further information regarding the user injury was not provided. The patient was not injured during this event.